Event description:
The device was used during a laparoscopic nissen procedure. The instrument ejected clips prematurely. The surgeon used another device to complete the procedure. No pt injury was reported.